Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead received three inappropriate shocks due to noise on the rv channel. It was also noted that the device and rv lead exhibited an increase in rv pace impedance measurements from 400 ohms to 2345 ohms. The patient's ejection fraction had improved and the patient no longer required tachy therapy, so the system was reprogrammed to pace in the left ventricle (lv). About a month later, the patient reported that they had heard a tone and were wondering if they had an event. They contacted their clinic for follow-up. The system remains in service. No adverse patient effects were reported.